Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of audible alarms not always active with each self-test was not confirmed. The heartmate 3 system controller (serial number (B)(6) ) was returned to abbott and a log file was downloaded. The downloaded controller event log file from the returned system controller and the submitted log file contained relevant data spanning approximately 4 days. There were no notable atypical alarms active in the log file. During the evaluation, the system controller was functionally tested and passed all steps without issue. The controller was placed on a mock circulatory loop and operated a test pump for an extended period of time without any issues or atypical alarms active. Multiple self-tests were performed, and the controller alarmed as intended. The alarm volume from testing was above the desired volume of the design requirement (85 db). The reported event was unable to be reproduced during testing. The root cause of the reported event could not be conclusively determined through this analysis. The device history record shop orders were reviewed; the records revealed that the heartmate 3 system controller, (B)(6), was manufactured in accordance with manufacturing and qa specifications. Battery inspection data was reviewed for the 11v backup battery, (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use section 8- ¿equipment storage and care¿ and heartmate 3 patient handbook section 6- ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 instructions for use section b- ¿technical specifications¿ explains that the correct audio level specification for controller advisory and hazard alarms is ~85 db. Heartmate 3 patient handbook section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the system controller. This section instructs the user to, at least monthly, inspect the system controller¿s audio sounders for dirt or grease. If a change in tone or in loudness is noticed during a system controller self-test, the audio speaker sockets may be obstructed. Audio speaker sockets may be cleaned using a small cotton swab that is moistened (not dripping) with rubbing alcohol. Never insert anything sharp (like a toothpick or pin) into the sounder holes. This can damage the speakers inside. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient called stating their system controller was not performing self-test appropriately; sometimes it did not work, or sound/volume was lower than normal. Log files only captured a few pulsatility index (pi) events and routine power cable disconnect during power change. The system controller was replaced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.